Manufacturer narrative:
An event of mild central mitral valve regurgitation was reported. A more comprehensive assessment, including histopathological examination of the valve tissue, to see if there were any valve abnormalities could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including functional testing prior to release form abbott. This test ensures proper cuspal coaptation and hemodynamic performance. Based on the information associated with this complaint, the exact cause of the reported event could not conclusively be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6)2025, a, 29mm epic plus mitral valve was implanted in the patient. After the implant, the physician noticed that the valve was leaking (moderate central regurgitation) between two leaflets. The valve was leaking along the coaptation line confirmed by echocardiogram (echo). The valve was removed and replaced with a new 29mm epic plus mitral valve while patient on bypass. The patient was reported stable.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a , 29mm epic plus mitral valve was implanted in the patient. After the implant, the physician noticed that the valve was leaking (moderate central regurgitation) between two leaflets. The valve was leaking along the coaptation line confirmed by echocardiogram (echo). The valve was removed and replaced with a new 29mm epic plus mitral valve while patient on bypass. The patient was reported stable.